Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty, the trial articular surface broke upon removal of trial. All pieces were recovered and no harm to the patient.

Manufacturer narrative:
The device history records for item# 42517400510 lot# 62474903 & receiving inspection report item# 42517450510 lot# 80567518 were reviewed for deviations with no deviations/anomalies identified. Unable to perform visual inspection, device not returned. A complaint history search will not be performed as this device is within the scope of the CAPA 429 design update CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference(B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue CAPA 429 was previously initiated to further evaluate the reported event

Event description:
No further event information available at the time of this report.